Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon contacted cryolife asking questions about performing declot of a hero graft later in the morning. The surgeon called the representative a second time and stated that the case was more complicated than he originally thought. The venous outflow component (voc) had been stented, the voc had migrated and a portion of the stent was incorporated into the superior vena cava (svc). Interventional radiology (ir) performed multiple declots, 10 declots in 12 months and ir implanted the stent. The surgeon was unaware of the multiple declots and stent until today. The surgeon implanted a viabahn stent.

Manufacturer narrative:
According to the report by the representative, "the surgeon contacted rep asking questions about performing declot of a hero graft later in the morning. The surgeon called the rep a second time and stated that the case was more complicated than he originally thought. The venous outflow component (voc) had been stented, the voc had migrated and a portion of the stent was incorporated into the superior vena cava (svc). Interventional radiology (ir) performed multiple declots, 10 declots in 12 months and ir implanted the stent. The surgeon was unaware of the multiple declots and stent until today. The surgeon implanted a viabahn stent." Multiple attempts were made to acquire additional clarification regarding the reported events, but were unsuccessful. The representative contacted the surgeon via email on three different dates but was unable to obtain the additional information. A final request for information letter was mailed to the surgeon but a response was not received. Shipping records were queried for lot numbers of hero devices shipped to the hospital for the six months prior to the date of procedure, (B)(6) 2015, but no results were returned. The lot number is unknown. A review was held on the available information. The hero graft instructions for use (IFU) lists prosthesis failure as a potential complication and states thrombosis is the most common cause of vascular access dysfunction. The intervention rates listed in the instructions for use (IFU) range from 1.7 per year to 2.5 per year. Gibson, et. Al., report that a history of hemodialysis access thrombosis was associated with an 81% increase in risk of primary access failure and 2.56 times the risk of secondary failure. This phenomenon, although the mechanism is unknown, may support the much higher intervention rates associated with this file (10 per year). The IFU's patient selection considerations states: as with conventional grafts, the hero graft may occlude in patients with: a small brachial artery (e.g. Inner diameter), insufficient arterial inflow or inflow stenosis, a history of clotted accesses for unknown reasons, a coagulability disorder or medical condition that is associated with clotting (i.e., cancer), insufficient anticoagulation or non-compliance with anticoagulation medication, systemic low blood pressure or severe hypotension following fluid removal post dialysis, a kinked graft, incomplete thrombus removal in previous interventions, intra-graft stenosis at site of multiple punctures, an event such as mechanical compression (i.e., spring loaded hemostasis clamps). As no patient history or co-morbidities have been supplied, no conclusion can be made as to whether any of these items may have caused the reported events. There is insufficient information to determine a root cause of the reported events. Per the available information, the thrombotic episodes were treated by thrombectomy, which is a clinically acceptable treatment for arteriovenous (av) grafts including the hero graft. However, there remain many unknown factors which may have contributed to the reported event: the type/method of thrombectomy that was performed, the level of experience of the interventional radiologist (ir) with the hero graft, or the knowledge of the thrombectomy guidelines available. Additionally, it is unclear when or why there was "stenting" within the voc. As the voc is a nitinol stent, it is unclear why the ir deployed a stent. Any stenting within either the arterial graft component (agc) or the voc would alter the internal diameter as well as the flow patterns within the hero graft and could have exacerbated the volume and frequency of the clot burden. Details regarding the initial implant procedure are unknown, so there is no documentation regarding the placement of the voc within the right atrium versus any other anatomy at the time of implant. As such, it is unclear how the device migration was noted, or what might have been the cause, although it is plausible that the monthly interventions done for thrombus and stenting might have played a supporting role. It is unclear if the (secondary) stent became incorporated in the svc, or if it was the voc proper. It is possible that the improper placement of a stent in relation to the voc could lead to tissue incorporation, whereas the use of silicone within the voc should decrease the potential for incorporation and thrombus adhesion, so this remains unclear. Given the complexity of this reported event, the thrombus load, interventions and possible migration are all known outcomes with the use of the hero graft. Given the limited information regarding the stenting procedure(s), it is plausible that the frequency and potential misplacement of the stent(s) might have propagated the increased thrombus load as well as the reported incorporation.

Event description:
According to the report, the surgeon contacted cryolife asking questions about performing declot of a hero graft later in the morning. The surgeon called the representative a second time and stated that the case was more complicated than he originally thought. The venous outflow component (voc) had been stented, the voc had migrated and a portion of the stent was incorporated into the superior vena cava (svc). Interventional radiology (ir) performed multiple declots, 10 declots in 12 months and ir implanted the stent. The surgeon was unaware of the multiple declots and stent until today. The surgeon implanted a viabahn stent.